Event description:
It was reported that the patient underwent a pelvic floor repair and sling procedure. The patient's incontinence has worsened after the procedure. Some improvement has been noted with the patient responding to detrol. Urodynamics have not been performed. The physician plans to treat the patient's incontinence with a standard sling procedure.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.